Manufacturer narrative:
Several attempts have been made to obtain additional information at the site. On july 14, 2010, (B)(4), was called and a voicemail was left requesting additional information regarding this event. On august 5, 2010, (B)(4), a second voicemail message was left to request additional information regarding this event. As of the date of this report, isi has not received additional information from this site related to this event. If additional information becomes available, a follow-up medwatch report will be submitted. As of august 5, 2010, the site has continued to use the system with no reported adverse events.

Event description:
On (B)(6) 2010, isi was presented with legal documentation regarding the litigation between the plaintiff and eleven parties including intuitive surgical. The documentation states that on or about (B)(6) 2009, through (B)(6) 2009, a patient who underwent a gyn procedure at the university hospital of (B)(6) was seriously and permanently injured. No other details related to this event were reported.